Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues charging their implant and the issue began off and on the last couple of weeks. Patient stated they were getting the system problem rm05 message when trying to charge their implant. During the call patient denied damages on the recharger and controller charging port. Patient plugged the recharger and got no device found. Patient pressed recharge and got stuck at checking the recharger. The issue was not resolved. An email was sent to the repair department to replace the recharger. Patient also mentioned the implant was discharging awful quick and patient hadn't changed their stimulation settings or used the stimulation more. Agent redirected patient to their hcp to address the issue. Updated address. Patient called stated they have not received the rtm yet. Agent consulted with the repair dept and found the package was not shipped out. Repair dept agent said package will ship out today from tomorrow delivery. Agent reviewed information with patient.